Manufacturer narrative:
Device passed self test, displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad unresponsive. Customer had problems pressing the buttons on her insulin pump. Customer stated that numbers were not ramping on their own also the scroll bar was not moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture also block mode was inactive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.